Manufacturer narrative:
This product was received for evaluation and the reported failure could not be duplicated. Tech services visually inspected the avl 3-4 baton and no abnormalities were seen. The baton was plugged into a test monitor, powered on and the image quality was good. No problems found. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would intermittently cut out during use. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.